Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the left ventricular (lv) lead threshold was higher than at implant and the lead had dislodged. During the lv lead replacement procedure an lv lead was attempted, however, had high threshold. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.